Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B26272) inserted for female sterilisation. The patient's medical history included dysmenorrhea, dyspareunia and multiple cesarean sections. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, extensive lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: an attempt was made to unscrew each implant from the fallopian tube lumen but this was not successful due to the presence of adherent tissue. It was felt that removal of the device in this manner may cause destortin or damage to it. Trailing coils-left :3 trailing coils-right-1(hub only) lot number: b26272 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information, lot number added. Event medical device removal updated to event pelvic pain. Received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B26272) inserted for female sterilisation. The patient's medical history included dysmenorrhea, dyspareunia and multiple cesarean sections. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, extensive lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: an attempt was made to unscrew each implant from the fallopian tube lumen but this was not successful due to the presence of adherent tissue. It was felt that removal of the device in this manner may cause distortion or damage to it. Trailing coils-left :3. Trailing coils-right-1(hub only). Lot number: b26272. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Lot number: b26272, manufacture date: 2013-04, expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: case become valid and serious incident. Pif received, event injury were updated to medical device removal. Date of insertion and removal updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.